Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5092203. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: pain and calcification.

Event description:
Patient reported severe breast pain and calcification. Patient also reported ¿autoimmune reactions, inflammation, skin rashes, allergies, brain fog, hair loss, heart palpitations, feminine issues, inflammation, fatigue, and increased allergic reactions to foods and environment approximately 2 years after silicone implant, hysterectomy, plantar fasciitis; inflammation, dry skin, hair loss, food sensitivity and likely silicone bursitis; these events are not device related. Device has been explanted. This record is for the left side.